Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support (cts) and reportedly the customer was using cold insulin. Tandem technical support (cts) informed customer that using cold insulin is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.